Event description:
No capture in bipolar, but there is capture in unipolar at 6v. No sensing in auto, sensing is okay at 0.5. Lead will be evaluated for fracture and currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.